Manufacturer narrative:
There is no documentation to show a causal relationship between the event of vomiting, feeling full, stroke and subsequent hospitalization and the liberty select cycler. There was no documented overfill event and no report of fluid volume overload. There is a temporal relationship between the adverse event of vomiting and feeling full as these symptoms were experienced during ccpd therapy, however, the patient was not connected to the cycler at the time of the stroke. It is unknown if the patient has any comorbidities or concomitant medications that could have caused or contributed to the stroke. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported during troubleshooting of a scale reading issue on the liberty select of going to the hospital the previous night due to vomiting. A review of the patient¿s treatment record was completed and no overfill event was recorded. Follow up with the patient¿s peritoneal dialysis registered nurse (pdrn) on (B)(6) 2018. It was reported that the patient presented to the emergency room on (B)(6) 2018 and was diagnosed with a stroke (signs/symptoms unknown). Per the pdrn, the patient had been experiencing symptoms of vomiting and feeling full and bloated for a few days leading up to the stroke. The pdrn also stated that the stroke was not related to pd therapy and the patient was not connected to the cycler at the time of the stroke. Hospital course is unknown. The patient did continue to complete pd therapy during hospitalization (unknown if fresenius products used). As of the follow-up call the patient was still hospitalized and might be discharged to a skilled nursing facility for rehabilitation. Additional information was solicited.

Manufacturer narrative:
The reported complaint symptom (draining slowly) was not confirmed. The reported complaint symptom (m65 scale reading error warning) was confirmed. The reported complaint symptom code (non-operational questions) refers to the customer reported allegation as stated in the complaint data. Code cannot be confirmed or unconfirmed. Information has been documented. An exterior visual inspection of the returned cycler found the heater tray/scale was touching the top cover (display side). The ¿go/ no go gauge¿ check failed. The ¿go gauge¿ failed on the front left side of the heater tray. No other physical damage or discrepancies were encountered. An (as-received) simulated treatment was performed and completed. During the treatment test, a scale reading error warning occurred during dwell 1. The alarm was cleared and the treatment test and continued to completion without any further failures or problems occurring. The cycler weighed fill volume values were within tolerance for a liberty cycler. The drain times were within the time specifications for a liberty cycler. The system air leak test passed. The valve actuation test passed. An initial check of the scale, showed that the load cell verification was out of specification. The load cell verification failed at the 4000 g weight test. An internal inspection of the cycler showed that the load cell was improperly at an angle on the load cell bracket. There were no other discrepancies encountered in the internal inspection of the cycler. After straightening the load cell on the bracket and adjusting the position of the load cell bracket by loosening the bracket baseplate screws and pushing the load cell bracket backwards, the heater tray was no longer touching the cycler cabinet top cover. A recheck of the load cell verification found the load cell was within tolerance. The device history record found related issues or problems related to the reported symptom code(s): draining slowly.